Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button appears to be stuck down and has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was not impacted. It was indicated that the customer has manual injections available as alternate insulin therapy.